Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 10/17/2017. Customer confirms the strips are stored properly and were properly stored (B)(6) 2015. Reviewed meter memory: 334mg/dl fasting: yes; 404mg/dl fasting yes; 515mg/dl fasting yes; 411mg/dl fasting: yes; 475mg/dl fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 90-120mg/dl fasting. Verified the strips expire 10/17/2017. Customer confirms the strips are stored properly and were properly stored (B)(6) /2015. (B)(6). Adverse event not reported.